Manufacturer narrative:
(B)(4) - a follow-up MDR will be submitted following plant/clinical evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient contact that the patient had been hospitalized. During follow up the patient's contact reported the patient was transferred via ambulance and hospitalized on (B)(6) 2017 with loss of consciousness, vomiting, and abdominal pain. The patient contact further reported the patient's ¿hemoglobin (hgb) level was 4.4¿ the patient went to endoscopy and two bleeding ulcers were identified and underwent a procedure to ¿clamp off the bleeding ulcers.¿ during the hospitalization, the patient contact stated the patient received 3 units of blood. Additionally, the patient was given 4 bags of potassium intravenous (IV) but the patient contact did not know the reported potassium level prior to the administration. The patient contact was uncertain of the type of ulcers, but mentioned she thought the ¿ulcers were in the small intestine.¿ the patient contact stated the patient was discharge to home on (B)(6) 2017 and currently doing well with pd treatments. Medical records have been requested.

Manufacturer narrative:
There is no documentation in the records that indicates there is a causal relationship between the loss of consciousness, hyperemesis, possible hematemesis, abdominal pain, bleeding ulcers, hypokalemia, hypertension, the subsequent hospitalization and the liberty cycler. Additionally, there is no allegation of machine malfunction against any fresenius product and the patient¿s subsequent hospitalization and treatment for bleeding gastric ulcers. However, it is highly likely that the patient¿s symptoms were related to the diagnosis of bleeding gastric ulcers which is not uncommon for dialysis patients and end stage renal disease (esrd) patients receiving pd or hemodialysis. Any association between the liberty cycler or any fresenius products and the event of hospitalization related to loss of consciousness, hyperemesis, possible hematemesis, abdominal pain, bleeding ulcers cannot be determined. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and medical records were reviewed. This peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2017 with upper gastrointestinal bleeding. The patient was found to have an ulcer, which was clipped and the patient remained in the hospital for two additional days to check for stability. The patient was discharged with a normal white blood cell (wbc) of 5000, abdomen; flat and non-tender, blood cultures and urine analysis negative. Other details of hospital course were obtained from the patient¿s wife. During a call to the patient¿s wife on 04/05/2017 it was revealed that the patient had been ¿vomiting off and on for about approximately one month¿ and ¿unable to hold down any intake,¿ and experiencing abdominal pain. On (B)(6) 2017, the patient lost consciousness and transferred via ambulance to trauma unit and was urgently admitted with continued nausea and abdominal pain¿. At that time the patient¿s wife stated the ¿hemoglobin (hgb) level was 4.4¿ and the patient ¿went to endoscopy and 2 bleeding ulcers were identified and underwent a procedure to clip/ ¿clamp off the bleeding ulcers.¿ during the hospitalization the patient received had 3 units of blood¿ (unknown dates, times of administration, pre/ post hemoglobin/hematocrit, any reported reactions or if patient tolerated administration and response). Additionally, ¿the patient was given 4 bags of potassium intravenous (IV)¿ and the patient contact ¿did not know the reported potassium level prior to the administration¿. (Unknown potassium values, date(s) of lab work, any other potential adverse events related to hypokalemia). The patient was discharged to home on (B)(6) 2017 and was currently doing well with continuous cycler-assisted peritoneal dialysis (ccpd) treatments. The wife stated she ¿assists the patient with the ccpd treatments¿, patient¿s ¿appetite is improving and he is eating¿, and stated there was ¿no further vomiting [and] continues with some weakness.¿ during a follow up call to the pd patient¿s clinic registered nurse (rn) on 03/10/2017 the pdrn stated during the hospitalization, ccpd therapy was continued using baxter equipment.